Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 140mg/dl. A test bolus was delivered and the pump performed as intended. The customer declined to remove their infusion set cannula to observe for any damage. The customer successfully resumed insulin deliveries after troubleshooting.